Event description:
Event description cpi received information that this implantable pulse generator was found in the stat mode with an undetermined cause. The ipg was reprogrammed and is functioning appropriately.